Event description:
Pt was terminally ill and in a permanent unconscious state. He was withdrawn from ventilatory support as allowed by law - s.b.I. And per his directives under his living will. Once removed from the ventilator he had rapid respirations of 32-36 per min. The physician ordered a titrated morphine drip of 2cc per hr for purposes of comfort care, which would be 2mg per hr. The pt was also supported with a 100% fio2 mask. The IV morphine was run through the IV pump and the primary keep open IV was piggybacked to the morphine drip below the pump. It was noticed three and a half hrs later that the bag was dry. The pt ceased respirations 25 min later. It should be noted that the pt was experiencing periods of apnea, as had been expected from this weaning process.